Event description:
It was reported during a surgical procedure, the tip of the smoke evacuation pencil arced. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that all electrical tests on the returned device passed. There was no electrical circuit breakdown. During functional testing the device functioned as intended. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting return of device to manufacturer.

Event description:
It was reported during a surgical procedure, the tip of the smoke evacuation pencil arced. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.